Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the pump returned with visible cracks on the display screen. The pump has auditory sound and a blank display screen; pump does not go to verify screen. The pump was opened and inspected; the cracked display screen was confirmed. The test display screen was inserted and pump then powers on the verify screen with normal contrast using test display screen.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (damaged) issue; the patient fell while wearing the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.